Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Information in reference to a clinical trial was received. This event describes total occlusion of the vascular access circuit requiring emergency evaluation, angiographic imaging, and thrombectomy. Patient came to the emergency room with closed dialysis access. Then angiographic imaging and thrombectomy. The investigator assessed the relationship to the study device as "possible," and the event resulted in hospitalization requiring procedural intervention to restore access patency.